Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the 1.5 x 12 mm mini trek balloon catheter was removed from the protective sheath, there was resistance felt more than usual. Therefore, it was replaced with a new mini trek balloon catheter to use in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.